Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Analysis of the returned device revealed that the cage was damaged, and does not present any other failure. Functional inspection was not performed due to the device condition (cage damage). Based on the analysis performed, the failure found were probably caused due to the device manipulation during the procedure and it could have been caused due to an excess of force on the tip of the device, this manipulation during procedure could had been cause the encountered failure (cage damage). Additionally, during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Therefore, the most probable root cause of this complaint is operational context since due to anatomical and/or procedural factors encountered during the procedure, the device performance was limited.

Event description:
An opened, damaged capio opc device was returned to boston scientific corporation. The returned device had the cage damaged such that one end of the metal cage was dislodged from the plastic device tip. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.